Event description:
Customer has reported concerns about inconsistencies in troponin I (tni) results on serial draws. Customer's expectation - all serial draws will either be <0.05 or greater than or = to 0.05 (above or below the 0.05 threshold). In addition, the customer is seeing tni results using the triage profiler sob test that are inconsistent with lab findings.

Manufacturer narrative:
Investigation pending.